Manufacturer narrative:
This report is submitted as follow-up no. 1 to update section d9 and section h3, and to provide the completed investigation results. The actual device was returned for evaluation. Due to uncertainty regarding potential contamination of the device by anti-cancer agents, the package could not be opened, and the condition of the actual device could not be confirmed. Visual and microscopic inspections were conducted externally. Fractures were observed in both the platinum coil and the nickel-titanium (niti) core wire. The niti core wire was exposed at the platinum coil section. The coil exhibited intermittent jumbling approximately 22 millimeters to 34 millimeters from the fractured section. No anomalies were identified in other sections. The missing length was confirmed. The length of the niti core wire from the fractured section to the joint of the stainless-steel coil section, platinum coil section, and niti core wire was approximately 22 millimeters. Given that the platinum coil section of the product associated with the involved product code measured approximately 30 millimeters, the missing length was estimated to be approximately 8 millimeters. A review of the product history associated with the involved product code and lot number revealed no anomalies in the manufacturing or shipping inspection records. A simulation test was conducted in which the distal end was intentionally obstructed and torque force was applied. This resulted in jumbling of the stainless-steel coil section. Based on the investigation, no anomalies were found in the manufacturing or shipping inspection records. Due to the inability to confirm whether the actual device was contaminated by anti-cancer agents, a detailed investigation could not be performed, and the cause of the fracture could not be determined. Regarding the coil jumbling, it was inferred that torque force may have been applied; however, the exact cause could not be clarified due to the limitations of the investigation. The ashitaka factory maintains product quality through the following controls: · during the product assembly process, 100% visual inspection is performed to ensure no coil deformation. · after assembly, the outer diameter is measured on a 100% basis to confirm the absence of anomalies. · during shipping inspection, sliding resistance of the distal end is measured on a sampling basis for each lot to verify lubricity. · pulling strength is also measured on a sampling basis for each lot to confirm structural integrity. The instructions for use (IFU) for this product include the following warning: if resistance is encountered during manipulation of the runthrough ns or the dilatation catheter, or if the shape, behavior, or position of the guide wire tip appears abnormal[?]such as being trapped due to vessel spasm or other causes or folded as illustrated in figure 2[?]manipulation should be stopped immediately. The cause should be carefully determined using fluoroscopy, and appropriate remedial actions should be taken. The guide wire should then be removed slowly, without rotation, and replaced with a new one. Continued manipulation under these conditions may result in vessel damage, separation or damage to the guide wire tip, and/or damage to the dilatation catheter.

Event description:
The user facility reported that following diagnostic angiography, percutaneous intervention of the right coronary was undertaken. A jr4 guide was utilized, and a 0.014 run-through wire was advanced into the right coronary. Balloon angioplasty was performed, followed by positioning and deployment of a stent. A second stent was placed distal to the initial stent with good results. There was evidence of a large portion of plaque displaced medially, necessitating rewiring of the vessel. The advancement of a subsequent balloon was complicated by significant resistance, and upon attempted removal, the distal tip of the guidewire fractured. The wire was then removed and inspected. Another coronary wire was advanced into the distal right, requiring the use of a 90-degree super cross catheter to facilitate wire passage through the previously placed stents. A 2.5 mm balloon then passed easily through the stents. A 6 french guide liner was utilized to facilitate stent placement and pinning of the wire, but it would not cross the pre-existing stent. We post-dilated the existing stent with a 4.0 mm balloon. We advanced a 2.5 mm balloon through the stent and were able to deliver a 5.0 guide liner. Through this, a 3.0 mm stent was placed into the mid to distal right coronary. However, we were unable to advance any larger stents through the guide liner, which was ultimately removed and replaced with a 6 french guide liner. A 4.0 mm balloon was then advanced into the mid-right and partially inflated. Ultimately, we were able to deliver the 6 french guide liner into the stented segment of the proximal right coronary artery. Through this, a 4 x 18 mm stent was placed, pinning the guidewire to the vessel wall. All wires, catheters, and balloons were then removed. Fluoroscopy demonstrated no evidence of wire fragments outside of the right coronary artery. Following the procedure, all catheters were removed. There was no blood loss. The event occurred intra-operatively, and no medical intervention was required. Additional information was received on 13 mar 2025: the approximate size of the distal tip that broke off and was stented to the vessel wall is 20-25 mm. The patient was in stable condition, did not have any symptoms during the procedure, and was discharged the next day. The sample was wiped down, but there could be some blood contamination. There was no contamination by anti-cancer agents.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ccl clinical supervisor. The actual device has not been received by ashitaka factory yet. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A historical investigation of the product with the product code/lot# involved revealed no anomalies in the manufacturing or shipping inspection records. No other similar reports have been found in the past. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4). Please refer to section h10 for the importer's report on the reported event.